Manufacturer narrative:
Stroke is a known potential complication associated with all patients implanted with vads. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event.  There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event include the patient's subtherapeutic inr, inadequate anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the patient woke up on (B)(6) 2016 with expressive/broca's aphasia, right sided weakness and right facial droop. Initially, he presented to emergency room (ER) and head CT was negative for intracranial hemorrhage (ich). He was diagnosed with subacute left thalamic stroke with evidence of prior lacunar stroke. Patient was transferred to another hospital and admitted on (B)(6) 2016. He is unable to have a head MRI due to the presence of the lvad. Chest CT with intravenous (IV) contrast to rule out lvad outflow obstruction was negative. Prior to discharge, he had mild r-side facial droop and mild aphasia. Otherwise, grossly normal. "No clear evidence of lvad thrombus causing hemolysis or pump malfunction." It was additionally reported that the patient's international normalized ration was subtherapeutic upon admission to the hospital. CT head scan confirmed subacute left thalamic stroke without hemorrhagic conversion. The patient was administered intravenous heparin drip. He was already on aspirin, coumadin, and persantine for anticoagulation therapy. The patient's international normalized ratio (inr) goal was 2-3. The patient was last reported to remain hospitalized.